Event description:
Distributor reported a pt was being treated with antibiotics for cytopenia. They were receiving the medication through their port-a-cath via a port-a-cath needle set connected to a smartsite and an alaris gw infusion set model code 273-004. The report suggests that 24-48 hours after the set was connected, the smartsite broke in two. The smartsites are sprayed with disinfectant (teva sept skin disinfectant) from outside, then they are wrapped into a sterile gauze sheet. From the reported info, there are no indications of serious injury to the pt or user as a result of this incident. No additional info provided.

Manufacturer narrative:
(B)(4). The model#/catalog# identified is a carefusion product which is same or similar to the device that is approved for sale domestically. The domestic similar list number is indicated. The 510k number provided is for the domestic similar product. The device has been received however it is unk whether this device is associated with this event or one of two other events: reference MFR report #9616066-2012-00260 and #9616066-2012-00311. The evaluation is pending and a follow up report will be submitted with failure investigation results once the evaluation has been completed. Note: the directions for use for this product state "prior to every access swab top of needle-free valve port with 70% isopropyl alcohol (1-2 seconds) and allow to dry (approximately 30 seconds)." Customer reported using an unapproved disinfectant.